Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the cause of the therapy not working was the patient was rehabilitating following pneumonia. It was reported the deep brain stimulation (dbs) was assessed (B)(6) 2018 by the neurosurgeon for end of life battery replacement. The patient reported good symptomatic response to the dbs settings. It was reported the issue of the therapy not working had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the therapy was not working like it should since "the past month or so". The caller stated the physician checked everything about a month prior and the physician said everything looked fine. The caller stated the patient had falls and trauma since she saw the health care professional (hcp). It was suggested the patient contact the hcp to get the ins and leads checked. No further complications were reported or anticipated.